Event description:
It was reported by (B)(6), an onkos sales representative, that an 84-year-old female patient with an eleos distal femur replacement underwent a revision due to an alleged peri-operative infection.

Manufacturer narrative:
The root cause of this complaint was not determined. Based on the review of known device history records, the investigation concluded that the root cause of the alleged infection was not related to the design, manufacture, and/or sterilization of the revised implants.